Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, and the caller successfully followed these steps, allowing the sensor session to start without further issues.